Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The pump log was reviewed and it was found that the customer request and confirmed multiple manual boluses leading to the low. Customer consumed carbohydrates to address bg.